Manufacturer narrative:
The investigation determined that imprecise, lower than expected vitros bhcg and vitros ipth results were obtained when processing quality control fluids on two different vitros 5600 integrated systems. The most likely assignable cause is pre-analytical sample handling. The customer revealed that they have had issues in the past with technicians using an incorrect quality control fluid, or level of control. In addition, the imprecise vitros bhcg results obtained after the completion of preventative maintenance as well as acceptable diagnostic within run vitros tsh, vitros bhcg and vitros ipth precision testing indicate fluid handling as the cause of the observed imprecision. There was no indication that vitros bhcg or vitros ipth reagent in combination with either vitros 5600 system malfunctioned.

Event description:
A customer reported imprecise results while using both vitros intact pth reagent (ipth) and vitros total hcg ii reagent (bhcg) on two different vitros 5600 integrated systems (j1 and j2). J1: vitros bhcg lot 2190: biorad level 1 control, vitros bhcg results <2.39 and 4.68 miu/ml versus the expected vitros bhcg result of 7.2 miu/ml. Biorad level 3 control, vitros bhcg results 427.6, 407.8, 409.5, 417.2, 426.4, 428.1, 428.6 and 418.4 miu/ml versus the expected vitros bhcg result of 577.5 miu/ml. Vitros bhcg lot 2220: biorad level 1 control, vitros bhcg results <2.39, 2.46 and 3.88 miu/ml versus the expected vitros bhcg result of 7.2 miu/ml. Biorad level 3 control, vitros bhcg results 395.2, 410.6 and 413.2 miu/ml versus the expected vitros bhcg result of 577.5 miu/ml. J2: vitros bhcg lot 2190: biorad level 1 control, vitros bhcg results 3.81 and <2.39 miu/ml versus the expected vitros bhcg result of 7.2 miu/ml. Biorad level 2 control, vitros bhcg result 5.12 miu/ml versus the expected vitros bhcg result of 29.3 miu/ml. Biorad level 3 control, vitros bhcg results 373.7, 22.28, 395.0, 389.76, 401.2 and 416.2 miu/ml versus the expected vitros bhcg result of 577.5 miu/ml. Vitros bhcg lot 2220: biorad level 1 control, vitros bhcg results <2.39, 3.55, <2.39, <2.39, 2.57, 3.16, <2.39 and 3.41 miu/ml versus the expected vitros bhcg result of 7.2 miu/ml. Biorad level 3 control, vitros bhcg results 407.4, 432.1 and 423.5 miu/ml versus the expected vitros bhcg result of 577.5 miu/ml. J2: vitros ipth lot 0971: biorad level 4 control, vitros ipth result 3.87 pg/ml versus the expected vitros ipth result of 21.9 pg/ml . Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, the results from this event stemmed from quality control fluids and no patient samples were affected. There were no allegations of patient harm as a result of this event. This report is number 1 of 3 MDR¿s for this event. Three (3) 3500a forms are being submitted for this event as 3 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).